Event description:
It was reported to tyco healthcare / kendall on march 14, 2007, that a customer had a problem with a foley catheter. The customer states, the catheter was inserted in 2007. The customer reports, that eight days later, the balloon would not deflate.

Manufacturer narrative:
Additional information has been requested on 3/22/07 and 4/13/07 on the event but has not yet been received. An investigation is underway, upon completion, a follow-up report will be filed.